Event description:
Provider contacted neuronetics to inform the company that a patient was experiencing auditory hallucinations after 16 tms treatments.

Manufacturer narrative:
Patient reported that the auditory hallucinations were mainly annoying, not impacting his daily life, and were not telling him to harm himself. He has stopped his tms treatment and has been prescribed vraylar to help with the hallucinations and depression. Tms is not known to cause auditory hallucinations. Based on the information provided it is not known if tms may have caused or contributed to the patient's condition.